Event description:
It was reported that, "during impaction metal cap popped off of handle. It was taken off field and sterilized for return."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.